Manufacturer narrative:
This device is not sold in the us but a similar device is. Customer provided information for their reprocessing. Automatic endoscopy reprocessor used is olympus oer-6. Air/water channel cleaning adapter is used for bedside cleaning. Cleaning in the sink is under running water, but other cleaning is performed as recommended by olympus. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material in the air/water supply nozzle. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was sent in for repair for the issue of poor air and water supply occurring during preparation for use. There was also a suspected air leak from the operation part, the zoom lever. The device was returned for repair approximately one month before. The device was replaced with another for the set up and there was no impact or harm to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign material in the air/water supply nozzle. This medwatch is being submitted for the reportable issue of the foreign material observed in the nozzle during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: failures of air/water feeding were caused by clogging of foreign materials. Foreign materials were white fibrous materials and determined as cellulose. However, where the clogged foreign materials came from was not able to be specified because cellulose is used for various purposes. (Clothes, gauze, etc.). Because there were traces of hitting on the up/down angulation control knob and right/left angulation control knob, air leak from the control section was assumed to be caused by misalignment between the axis and the seal surface resulted from hitting. In addition, because there was no repair history regarding replacement of the control section or the knobs, aged deterioration is a possible cause. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.